Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("very tiny piece of essure coils still left within the proximal fallopian tube on the right side, but most"), device expulsion ("migration of essure device location of device: hanging into uterine cavity") and pelvic pain ("pelvic pain / pain") in an adult female patient who had essure (batch no. 748470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (((B)(6) 1984 and (B)(6) 1998)), asthma, c-section in 1998, urethral stricture and vaginal delivery in 1984. Previously administered products included for an unreported indication: trinessa from 2005 to (B)(6) 2010. Concurrent conditions included obesity, urinary tract infection, vaginal discharge, weight decrease, sleep disorder, fatigue, irregular periods, muscle pain, mole of skin, shortness of breath, indigestion, heartburn, constipation, urinary incontinence and ovarian cyst. Family history included heart disease, unspecified (father), hypertension (father, brother), diabetes (father), prostate cancer (father), hodgkin's lymphoma (mother), cancer (mother) and alzheimer's disease (brother). Concomitant products included cilest (ortho-tri-cyclen 21) from (B)(6) 2010 to (B)(6) 2013 for birth control. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"), dyspareunia ("pain during intercourse / dyspareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe lower abdominal pain / pain right lower quadrant (infrequent and severe)"). The patient was treated with ibuprofen, surgery ((B)(6) 2016 unilateral salpingo-oopherectomy -laparoscopic right; unilateral salpingectomy -left side), surgery ( 2016 unilateral salpingo-oopherectomy -laparoscopic right; unilateral salpingectomy -left side) and surgery ((B)(6) 2016 unilateral salpingo-oopherectomy -laparoscopic right; unilateral salpingectomy -left side). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, device expulsion, pelvic pain, abdominal pain lower, alopecia, vaginal haemorrhage, menorrhagia, dysmenorrhoea and headache outcome was unknown and the dyspareunia and migraine had resolved. The reporter considered abdominal pain lower, alopecia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there may be a very tiny piece of essure coils still left within the proximal fallopian tube on the right side, but most of that was removed. Recauterization of the proximal fallopian tube at the cornual region was also carried out to affect complete closure of the tube once again. On the left side, the fallopian tube was removed at its broad ligament attachment and again at the point of its junction with the uterus and the essure coil was encountered. Partial removal of the essure coil was also carried out with grasper forceps and there was no residual metallic material protruding from the proximal end of that fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. On (B)(6) 2010 and (B)(6) 2013 total bilateral occlusion and unilateral occlusion (left tube occluded). On (B)(6) 2010 and (B)(6) 2013: first hsg test was negative and was advised to wait another 3 months then repeat hsg. The second test was positive for bilateral occlusion. On (B)(6) 2013: MRI 3t-pelvis w/o contrast: clinical history: pelvic pain abnormal ultrasound. Complex cystic region. Findings : there is mild motion artifact. The uterus is anteverted, measuring approximately 3.5 x 3.5 x 8.5 cm. No focal uterine fibroid is identified. The endometrium measures approximately 4-5 mm in thickness. The junctional zone appears within normal limits for thickness. There are some punctate hyperintense foci on t2 images within the junctional zone which may relate to an element of adenomyosis. Artifact relating to fallopian tube contraceptive devices is noted and correlates with prior hysterosalpingograms. The right ovary measures 2.0 x 2.3 x 2.7 cm, and the left ovary measures 2.1 x 1.3 x 2.9 cm. There are a few small probable follicles of the right ovary measuring up to approximately 15 mm, and a 10 mm probable follicle is noted of the inferior left ovary. The cecum is low-lying in the pelvis, a normal variant. There is a lobulated cystic lesion of the right anterior pelvis measuring roughly 3.9 cm ap x: 4.7 cm transverse x 4.2 cm craniocaudal. It is low in signal on tl images and high in signal on t2 images, and it may have some minimal peripheral enhancement. No definite nodular areas of enhancement are seen. This lesion is of uncertain origin, abutting several strucrures. It is immediately inferior to the cecum (it could potentially relate to a mucocele of the appendix) and along the right superlateral aspect of the urinary bladder. A portion of the lesion abuts the right uterine fundus and a portion abuts the right ovary and right fallopian tube. It does not have signal characteristics to suggest an endometrioma. A malignant process is not excluded. There is trace free fluid in the pelvis, no enlarged lymph nodes are seen. 'There is heterogeneity of the bone marrow with increased patchy areas of lower signal than typically seen, predominantly in the spine and pelvic bones. This is of uncertain etiology and may relate to red marrow hyperplasia. Some other type of marrow proliferative or replacement process is not entirely excluded (a malignant process is not excluded). Impression: a 4.7cm complex cystic lesion of the right anterior pelvis is of uncertain origin or etiology. Mild uterine adenomysis is suspected. Bilateral fallopian tube contraceptive devices. Some small probable follicles of each ovary. Trace free fluid in the pelvis. Low lying cecum. Heterogenous bone marrow, nonspecific. (B)(6) 2013-n surgical pathology final report: diagnosis: a. Right fallopian tube and ovary, salpingooophorectomy: benign fallopian tube with small inclusion cyst. Benign ovary with cystic follicles. B. Left fallopian tube, salpingectomy: benign fallopian tube with surrounding small inclusion cysts. Gross description: a. The container is labeled "right tube, ovary." Received in formalin is a fallopian tube with attached ovary. The tan to purple fimbriated fallopian tube weighs 2 grams and measures 5.4 cm in length by 0.7 cm in greatest diameter. There are multiple paratubal cysts up to 0,1 cm. Sectioning of the fallopian tube is grossly unremarkable. The pale tan to pink cerebriform ovary weighs 3 grams and measures 3.2 x 2.3 x 1.3 cm. Sectioning of the ovary reveals three pale tan to slightly yellow corpus luteum with three serous·filled cavities up to 0.5 cm. The remaining cut surfaces demonstrate tan-pink ovarian parenchyma. No masses or papillary areas are grossly identified. Summary of sections: a1) representative section of the fallopian tube; a2-a3) representative sections of the ovary. 3ss b. The container is labeled "left tube." Received in formalin is a tan to purple fimbriated fallopian tube, weighing 2 grams and measuring 4.5 cm in length by 0.5 cm in greatest diameter. There are few paratubal cysts, all less than 0.1 cm. Sectioning of the fallopian tube is grossly unremarkable. Also received is a silver wire with attached tan thread, consistent with a medical device, measuring 12.0 cm in by 0.1 cm. The medical device is placed in a separate labeled container marked "foreign body" with a discard date. Summary of sections: representative sections of the fallopian tube are submitted in cassette b1. 1ss jmf/mc/vsb. On (B)(6) 2013 :gynecology report: anteverted uterus with heterogeneous echotexture. Endometrium .61 cm. Right ovary appears normal with adjacent complex cystic region. Measuring 5.5 x 2.6 x 3.7 cm with multiple septations. Left ovary appears normal.. Essure devices are noted but right not well seen. No free fluid in pelvis. Current weight: 121 lbs. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-feb-2018: medical record & plantiff fact sheet received. Events abnormal bleeding, vaginal & menorrhagia dysmenorrhea, migraines and headaches, migration of essure device, device breakage are added. Lot number are added. Lab data updated. Historical condition & drug added. Concomitant condition and drug are added. Product , patient & reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc ((B)(4)) received on 09-dec-2016: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female plaintiff who had pelvic pain after essure (fallopian tube occlusion insert) insertion. Approximately 3 years later, she underwent a laparoscopic right salpingo-oophorectomy, left salpingectomy, partial removal of essure tubal coils bilaterally and re-cauterization of the proximal fallopian tube at the uterine cornua bilaterally. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case no alternative explanation was provided, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required (implied). No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("very tiny piece of essure coils still left within the proximal fallopian tube on the right side, but most"), device expulsion ("migration of essure device location of device: hanging into uterine cavity") and pelvic pain ("pelvic pain / pain") in an adult female patient who had essure (batch no. 748470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (((B)(6) 1984 and (B)(6) 1998)), asthma, c-section in 1998, urethral stricture and vaginal delivery in 1984. Previously administered products included for an unreported indication: trinessa from 2005 to (B)(6) 2010. Concurrent conditions included obesity, urinary tract infection, vaginal discharge, weight decrease, sleep disorder, fatigue, irregular periods, muscle pain, mole of skin, shortness of breath, indigestion, heartburn, constipation, urinary incontinence and ovarian cyst. Family history included heart disease, unspecified (father), hypertension (father, brother), diabetes (father), prostate cancer (father), hodgkin's lymphoma (mother), cancer (mother) and alzheimer's disease (brother). Concomitant products included cilest (ortho-tri-cyclen 21) from (B)(6) 2010 to (B)(6) 2013 for birth control. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"), dyspareunia ("pain during intercourse / dyspareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of migraine ("migraines / headaches") and the second episode of migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe lower abdominal pain / pain right lower quadrant (infrequent and severe)"). The patient was treated with ibuprofen, surgery ((B)(6) 2016 unilateral salpingo-oopherectomy -laparoscopic right; unilateral salpingectomy -left side). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, device expulsion, pelvic pain, abdominal pain lower, alopecia, vaginal haemorrhage, menorrhagia, dysmenorrhoea and the last episode of migraine outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain lower, alopecia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: there may be a very tiny piece of essure coils still left within the proximal fallopian tube on the right side, but most of that was removed. Recauterization of the proximal fallopian tube at the cornual region was also carried out to affect complete closure of the tube once again. On the left side, the fallopian tube was removed at its broad ligament attachment and again at the point of its junction with the uterus and the essure coil was encountered. Partial removal of the essure coil was also carried out with grasper forceps and there was no residual metallic material protruding from the proximal end of that fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. (B)(6) 2010 and (B)(6) 2013 total bilateral occlusion and unilateral occlusion (left tube occluded). (B)(6) 2010 and (B)(6) 2013 : first hsg test was negative and was advised to wait another 3 months then repeat hsg. The second test was positive for bilateral occlusion. (B)(6) 2013: MRI 3t-pelvis w/o contrast: clinical history: pelvic pain abnormal ultrasound. Complex cystic region. Findings : there is mild motion artifact. The uterus is anteverted, measuring approximately 3.5 x 3.5 x 8.5 cm. No focal uterine fibroid is identified. The endometrium measures approximately 4-5 mm in thickness. The junctional zone appears within normal limits for thickness. There are some punctate hyperintense foci on t2 images within the junctional zone which may relate to an element of adenomyosis. Artifact relating to fallopian tube contraceptive devices is noted and correlates with prior hysterosalpingograms. The right ovary measures 2.0 x 2.3 x 2.7 cm, and the left ovary measures 2.1 x 1.3 x 2.9 cm. There are a few small probable follicles of the right ovary measuring up to approximately 15 mm, and a 10 mm probable follicle is noted of the inferior left ovary. The cecum is low-lying in the pelvis, a normal variant. There is a lobulated cystic lesion of the right anterior pelvis measuring roughly 3.9 cm ap x: 4.7 cm transverse x 4.2 cm craniocaudal. It is low in signal on tl images and high in signal on t2 images, and it may have some minimal peripheral enhancement. No definite nodular areas of enhancement are seen. This lesion is of uncertain origin, abutting several strucrures. It is immediately inferior to the cecum (it could potentially relate to a mucocele of the appendix) and along the right superlateral aspect of the urinary bladder. A portion of the lesion abuts the right uterine fundus and a portion abuts the right ovary and right fallopian tube. It does not have signal characteristics to suggest an endometrioma. A malignant process is not excluded. There is trace free fluid in the pelvis, no enlarged lymph nodes are seen. 'There is heterogeneity of the bone marrow with increased patchy areas of lower signal than typically seen, predominantly in the spine and pelvic bones. This is of uncertain etiology and may relate to red marrow hyperplasia. Some other type of marrow proliferative or replacement process is not entirely excluded (a malignant process is not excluded). Impression: 1. A 4.7cm complex cystic lesion of the right anterior pelvis is of uncertain origin or etiology. 2. Mild uterine adenomysis is suspected. 3. Bilateral fallopian tube contraceptive devices. 4. Some small probable follicles of each ovary. 5. Trace free fluid in the pelvis. 6. Low lying cecum. 7. Heterogenous bone marrow, nonspecific (B)(6) 2013 -n surgical pathology final report: diagnosis: a. Right fallopian tube and ovary, salpingooophorectomy: 1. Benign fallopian tube with small inclusion cyst. 2. Benign ovary with cystic follicles. B. Left fallopian tube, salpingectomy: benign fallopian tube with surrounding small inclusion cysts. Gross description: a. The container is labeled "right tube, ovary." Received in formalin is a fallopian tube with attached ovary. The tan to purple fimbriated fallopian tube weighs 2 grams and measures 5.4 cm in length by 0.7 cm in greatest diameter. There are multiple paratubal cysts up to 0,1 cm. Sectioning of the fallopian tube is grossly unremarkable. The pale tan to pink cerebriform ovary weighs 3 grams and measures 3.2 x 2.3 x 1.3 cm. Sectioning of the ovary reveals three pale tan to slightly yellow corpus luteum with three serous·filled cavities up to 0.5 cm. The remaining cut surfaces demonstrate tan-pink ovarian parenchyma. No masses or papillary areas are grossly identified. Summary of sections: a1) representative section of the fallopian tube; a2-a3) representative sections of the ovary. 3ss b. The container is labeled "left tube." Received in formalin is a tan to purple fimbriated fallopian tube, weighing 2 grams and measuring 4.5 cm in length by 0.5 cm in greatest diameter. There are few paratubal cysts, all less than 0.1 cm. Sectioning of the fallopian tube is grossly unremarkable. Also received is a silver wire with attached tan thread, consistent with a medical device, measuring 12.0 cm in by 0.1 cm. The medical device is placed in a separate labeled container marked "foreign body" with a discard date. Summary of sections: representative sections of the fallopian tube are submitted in cassette b1. 1ss jmf/mc/vsb (B)(6) 2013 :gynecology report: 1. Anteverted uterus with heterogeneous echotexture. 2. Endometrium .61 cm. 3. Right ovary appears normal with adjacent complex cystic region. Measuring 5.5 x 2.6 x 3.7 cm with multiple septations. 4 . Left ovary appears normal.. 5. Essure devices are noted but right not well seen. 6. No free fluid in pelvis. Current weight: 121 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of product technical complain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2010 for permanent contraception. Sometime after implant of the essure device, she began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe lower abdominal pain, pelvic pain, hair loss, and pain during intercourse. On (B)(6) 2013, she saw her physician and underwent a laparoscopic right salpingo-oophorectomy, left salpingectomy, partial removal of essure tubal coils bilaterally and recauterization of the proximal fallopian tube at the uterine cornua bilaterally. Quality-safety evaluation of ptc (ptc global number: 2016-058190) received on (B)(6) 2016: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had pelvic pain after essure (fallopian tube occlusion insert) insertion. Approximately 3 years later, she underwent a laparoscopic right salpingo-oophorectomy, left salpingectomy, partial removal of essure tubal coils bilaterally and recauterization of the proximal fallopian tube at the uterine cornua bilaterally. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case no alternative explanation was provided, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required (implied). A product technical complaint analysis is being sought. Further information will be obtained through litigation process.